Manufacturer narrative:
The qc recovery data provided was acceptable. The field service engineer (fse) found liquid around the reference electrode and replaced it. The fse performed an ise check successfully. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable gen.2 ise indirect for na and k results for 1 patient sample on a cobas 6000 c (501) module. The initial na result was 82 mmol/l with flag and the initial k result was 2.49 mmol/l with flag. The customer questioned the results as they were low and repeated the sample. The sample was repeated and the repeat na result was 140 mmol/l and the repeat k result was 4.29 mmol/l. The sample was also repeated on a another c501 analyzer and the repeat na result was 139 mmol/l and the repeat k result was 4.28 mmol/l. The results from the other analyzer were deemed correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The na and k electrode lot numbers and expiration dates were not provided. The customer stated verbally that their calibration and qc recovery data was acceptable. The investigation is ongoing.